Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of homecare user: device was in use with patient (according to homecare user, device was in use for approximately 8 months). According to homecare user, during placement of the device a break in the tube shaft was identified. No adverse effects were reported.

Manufacturer narrative:
Evaluation summary: one used device was returned for evaluation. During examination of the returned device, the reported issue was confirmed; the tube shaft had a break in it. The manufacturing facility reviewed the device history records for the reported lot number (2538953); this review showed that all operations and inspections were conducted as per procedure. Review of the device history records showed no abnormalities related to the reported issue. The reporter stated that the device was in use for approximately 8 months. The examination of the returned device showed extreme signs of wear consistent with prolonged use with patient. The device instructions for use state "this tube is intended to provide tracheal access for non-ventilator dependent patients for up to 29 days." Based upon the examination of the returned device and the evaluation of the statements made by reporter, the product was used for 7 months longer than the device instructions for use recommend. The break in the tube was determined likely caused by prolonged use of the device leading to excessive wear.